Event description:
The patient's system was explanted due to an infection at the lead and pocket site. The patient is being treated with antibiotics.

Manufacturer narrative:
The explanted lead was discarded by the medical facility, and will not be returned for evaluation.